Manufacturer narrative:
Getinge became aware of an issue with the ventilator - servo-I. It was claimed that the ventilator failed pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked and nozzle units on air and o2 gas modules were replaced. Based on provided information it has been confirmed that the nozzles were physically damaged. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The issue was reportable due to the fact that the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).